Event description:
It was reported the healthcare provider made repeated attempts to feed the stylet into the lead and they were unsuccessful. It was also reported they were trying to switch stylets and then none of the stylets were able to be placed inside the lead. The stylets would reportedly go into the lead all the way until 2-3 inches from the distal end. It was reported the healthcare provider tried bent and straight stylets and green and white stylets with no resolve. A new lead was used and it was reported the new lead "worked fine without issue." The device was never implanted and the patient's outcome was reported as no injury.

Manufacturer narrative:
(B)(4). Final device analysis of the lead revealed the following: no anomaly found. A known good stylet was able to be inserted into the lead without issue.

Manufacturer narrative:
(B)(4).